Manufacturer narrative:
The pump gave a motor error alarm during basic occlusion test due to a loose/protruded drive support disk. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 10.2 mmol/l. The customer stated the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field and did not received e70. The customer were able to rewind the pump. The motor alarm occurred twice during last 3 days. The customer was advised that the device would be replaced. The customer was advised to return the device with battery and zero out basal rates.